Event description:
The customer's spouse reported via phone call that the customer experienced high blood glucose. The customer's blood glucose was 600 mg/dl. The spouse treated the customer with water and manual injections. The spouse declined to troubleshoot for the insulin pump. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.